Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.

Event description:
Procedure: lung resection. According to the reporter: the tip of the shaft of the instrument frayed when the instrument was in the reticulating position. Nothing fell into the pt's cavity. A new instrument was opened to continue the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.